Event description:
Complainant alleged that while monitoring the heart rhythm of a female patient the device inappropriately shut down. The device was turned off/on and then inappropriately shut down. The device was turned off and then failed to power on. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.